Event description:
Information  received by medtronic indicated that customer is calling to report pump is under delivering past few months the pump has trouble bringing down blood glucoses. The customer had experienced high blood glucose event value 429 mg/dl. The customer is currently reporting symptoms related to the high blood glucose irritable, feeling unwell, sweaty and tired. The test for ketones was positive.  Troubleshooting was performed. The pump auto mode/smart guard feature was not active at time of high blood glucose event. The pump in use within 48 hrs of the high blood glucose event reported. It was unknown whether the customer will continue to use the device. No further patient complications were reported. The pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 46.6 u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.9 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for the pump under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.